Event description:
It was reported to boston scientific corp in 2008, that a rapid exchange biliary stent system was used on the same day. According to the complainant, after cannulation, a guidewire was introduced along the cannula, and then the cannula was removed. When the physician attempted to remove the cannula from the scope channel, "the catheter separated into two pieces where the lumens merge." The procedure was completed with another rapid exchange biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.